Manufacturer narrative:
The reported event could be confirmed based on assessment of available device. Visual inspection of the returned device confirmed that the product has never been used and central screw is indeed missing from the tray a review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. Based on the assessment to root cause is attributed to manufacturing related issue. A non-conformance has been initiated to address the same. If any further information is provided the investigation report will be reassessed.

Event description:
There is a screw missing in the tray.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
There is a screw missing in the tray.